Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). No evaluation has been performed as there was no allegation of deficiency against a medtronic product.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt), the patient was reported to have right upper quadrant peripheral visual field deficit vision. The reported event was reported to have been a risk of the procedure. No allegation of deficiency was made against a medtronic product.

Manufacturer narrative:
Additional information: medtronic received information that the patient visited a neuro-ophthalmologist on (B)(6) 2018 and it was reported that the patient can drive without restriction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient ID updated. Medtronic received information that the reported issue was in relation to the ablation system.